Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set cannula was crimped event on (B)(6) 2025. The event occurred three or more hours after insertion. The insertion site was thigh. The infusion set was in use for 5 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.